Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level at the time of incident was 400 mg/dl and the current blood glucose was 288 mg/dl. Customer was treated with the manual injection. Customer declined the troubleshooting for the high blood glucose. Customer also reported that the event was resolved by the complete set change. The device will be returned for analysis.